Event description:
It was reported that the customer's pump screen was dark and would not turn on despite several troubleshooting steps. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and instructed the customer to adopt multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer acknowledged instructions on returning the faulty pump and accepted a replacement with updated software.